Event description:
It was reported that after 8-9 months of successful implant, the patient's incontinence returned due to atrophy around the urethra caused by radiation therapy to treat prostate cancer. The cuff was removed, resized cuff and replaced more distally than the previous surgery. The event resolved.